Manufacturer narrative:
S/w ver. 4.11j. Retainer ring = black. On (B)(6) 2021 customer reported a problem with the lcd screen. Inserted a test p-cap into the retainer ring, and it locked in place properly. Did not note any cracks in or around the reservoir tube lip, or in the retainer ring. Furthermore, the retainer ring is solidly attached to the reservoir tube lip. Did not note any cracks in the battery tube or in the battery threads. Unit passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests. All displays and leds were seen during the self test properly. Adjusted the display options brightness level from 1-5, and the display is visible at all settings with level 1 being the least bright and level 5 being the most. No unexpected display anomalies or backlight dimming were noted during testing. Thus software was utilized and uploaded trace/history files properly. The adapt tool does not list any pump errors that could potentially trigger a critical pump error. The case was cut open. After visual inspection, there is corrosion in/around the following: pcba2--j1, lcd flex cable terminal. In summary, the customer¿s report of a problem with the lcd screen was not confirmed; however, the unit fails due to the moisture damage at the pcba2 j1 connector. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the pump had led screen problem. No harm requiring medical intervention was reported. The customer had discontinued to use the device.